Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that the alarm was cleared and the pump worked as designed after an infusion set change. However, the customer states that he still feels uncomfortable with the pump and wants it replaced. A replacement pump was sent to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional tests. The insulin pump was programmed with multiple boluses and all registered properly in the daily total history and matched properly with the units left on the status screen noted. No bolus anomaly noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window.